Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The eeprom jumper pins 41 and 43 read as an intermediate open circuit. The catheter connector plug had to be positioned in a specific way for the continuous reading. The sensors and eeprom jumper pins 43 and 45 met specifications for acceptable resistance values, and continuity was detected across the eeprom. No short circuits were detected. Additionally, the catheter was successfully connected to and recognized by an ensite x system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During the premature ventricular contractions procedure, communication issues resulted in a procedural delay. The catheter was connected to ensite x and recognized by the system. The catheter was placed into the heart but was not visualized. Egms were visible on the recording system but not on the ensite x. The dws and amplifier were rebooted with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.